Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 1995 (B)(6); product type extension product ID 3487a-56, lot# l35140, implanted: 1995 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation stopped working 2 days prior and the patient had a loss of therapeutic effect. The patient was not feeling stimulation and had a return of symptoms. The patient had pain and was requesting a system check. The patient did not have their programmer nearby. The patient was redirected to their physician. Additional information was requested, if received, a follow up report will be sent.